Manufacturer narrative:
The event occurred outside of the united states while this product is not sold in the united states, it is like or similar to a product marketed in the united states. Reference the following medwatches with patient identifiers for the following systems: (B)(6) ¿ aviva expert - system 1, serial number ¿ (B)(4); (B)(6) ¿ aviva ii - system 2, serial number ¿ (B)(4).

Event description:
Customer allegedly received the following results, compared with two different aviva meters, within 10 minutes: 7.9 mmol/l on aviva expert meter and 3.7 mmol/l on aviva ii meter. The same lot of test strips were used for both meters. No serious injury reported. Requested return of suspect device for evaluation.